Event description:
There was an allegation of questionable elecsys hiv combi pt and hiv duo results from the cobas 8000 - cobas e 602 module. The customer alleged that the volume of initial positive hiv screens and the false positive rate in the maternity patient population were considerably above the hospital's average. This medwatch is for the hiv duo assay. Refer to the medwatch with a1-patient identifier (B)(6) for the hiv combi assay. Three examples were provided: sample 1: hiv combi result was 5.57 coi (reactive), hiv duo result was 2.1 coi (reactive). Sample 2: hiv combi result was 2.31 coi (reactive), hiv duo result was 2.71 coi (reactive). Sample 3: hiv combi result was 11.15 coi (reactive) hiv duo result was 18 coi (reactive). These 3 maternity patient specimens were all confirmed as negative.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation determined that there was no product problem. The hiv duo assay performed within specification.